Event description:
It was reported that the one/off key on a pump keypad is inoperable and a "continuous beeping noise" was observed. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question for 24 hours and no keypad output response anomalies were observed. The keypad ws delaminated and examined under a microscope and no failures were evident. All keys performed as expected.